Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 51 mg/dl and pump did not display the low alert and did not repeat every 15 minutes. Tandem technical support (cts) reviewed pump data and confirmed low alerts occurred. Pump data did not show the low bg (51 mg/dl). Although multiple attempts were made by cts to follow up to obtain additional information regarding the low bg and low alerts, customer did not reply.